Event description:
Patient was sedated and anesthesiologist was in the process fo positioning the light when the yoke broke off and fell. The lighthead missed the patient and was dangling beside the sugical table supported by its power supply cables.

Manufacturer narrative:
The break may have been due to metal fatigue. Part was not returned for evaluation. A new yoke has been installed, functions tested and returned to end user.